Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an abdominal wall hernia surgery, after inserting the mesh into the abdomen, the mesh unfolded in the reverse direction inside the abdominal cavity and the flaps could not get together as well. Manual suturing was performed in order to prevent recurrence. There was no patient injury.